Event description:
Information was received from a consumer regarding a patient receiving bupivacaine (20.9 mg/ml at 6.020 mg/day) and morphine (22.6 mg/ml at 6.509 mg/day) via an implanted pump. The indication for pump use was chronic low back pain and spinal pain. On (B)(6) 2017 it was reported that the patient was weak and his vision was blurred. He was also having uncontrollable vomiting and diarrhea and had a hard time urinating. He was going through withdrawal. The patient¿s pump managing physician moved to another country and no other physician would see him. The pump started with a single-toned alarm and now it was beeping every 10 minutes. The event date was noted to be (B)(6) 2017. The patient had been to the ER (emergency room) and was admitted to the hospital twice because his heart rate dropped into the teens. The patient felt that his primary care physician dropped the ball on trying to help him. He had morphine sulfate pills, but he could not keep them down. The morphine pills were 5 years old. The patient wanted the pump out. The alarm was keeping him up and he could not sleep. No further patient complications have been reported as a result of this event.